Event description:
It was reported that "the catheter bent during insertion. Another kit was used. Clinical consequences: none." Additional information received on may 27, 2026, indicated that the needle bent during insertion. Further additional information received on may 28, 2026, indicated that no medical intervention was needed.

Manufacturer narrative:
(B)(4).